Manufacturer narrative:
The purpose of the investigation was to determine the cause for the disassociation of the tibial insert from the tibial base plate. Dimensional inspection and macroscopic analysis were performed on the retrieved insert. Upon visual examination, the proximal articulating areas showed burnishing and wear on the articulating surface. The anterior locking mechanism showed rounding on the anterior locking mechanism suggesting that the insert was locked into the tibial base. Burnishing and deformation likely due to the insert riding on the tibial tray anterior locking mechanism after disassociation was observed on the distal surface. Deformation and burnishing likely due to impingement with the femoral component were observed on the anterior side of the post. Burnishing likely due to femoral articulation was observed on the posterior side of the post. The critical dimensions of the insert were checked against the ip using standard instruments. The a-p width, t-u depth and height/anterior lock detail were within specification. The periphery, locking detail, m-l width overall, dovetail and locking detail dimensions could not be measured accurately due to the deformations present. The features observed on the insert suggest that the anterior tibial post impingement may have contributed to the disassociation of the insert from the tibial base. Damage of the distal surface likely occurred due to the insert riding on the tibial tray after disassociation.

Event description:
It has been reported that a revision surgery was performed due to disassociation. The patient fell down many time after initial surgery.